Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump issued altitude alarm 21, which caused insulin delivery to be temporarily suspended even though pump operated within validated altitude range and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer, under guidance from technical support, gently cleaned speaker holes, removed and reconnected cartridge, and waited for insulin delivery to resume; pump returned to normal operation without recurrence of alarm, and customer received tips to help prevent future altitude alarms.